Event description:
Caller reported that the battery of their t: slim x2 pump would not charge, indicated by a power source alert. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing charging supplies, after which the pump began charging again, and no further assistance was required.